Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We received a complaint with the following description: ¿a physician reporting 2 separate patients experience endophthalmitis recently with the same lot# for vabysmo 6mg vial.¿ this is a notification only. No investigation is currently requested. Please acknowledge the reception of this complaint.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the type of reportable events was reported as a malfunction instead of a serious injury. Field corrected in section h.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2228456. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. We received a complaint with the following description: ¿a physician reporting 2 separate patients experience endophthalmitis recently with the same lot# for vabysmo 6mg vial.¿ this is a notification only. No investigation is currently requested. Please acknowledge the reception of this complaint.